Event description:
It was reported that the pump was not working. The pt was having an MRI. No further details were provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).